Event description:
While in operating room for left lower lobe (lll) resection, anesthesia service noted a foreign body, possibly from a flexible bronchoscope used for positioning of the endotracheal tube in the trachea and asked for ent assistance for removal of this foreign body. Foreign body removed, pt tolerated procedure well then was handed back over to anesthesia. No harm to patient. Per pathology report, it is a curled strip of thin blue plastic which measure 0.8 cm in length and 0.2 cm in diameter.